Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the flowport broke cleanly in the middle of the cannula during insertion, and we spent approximately 25 minutes attempting to retrieve the broken piece from the patient. After these failures, the surgeon made the decision to abandon the labral repair and instead debride and remove the patient¿s labrum.